Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for rough/sharp edges, and the edges were found to be acceptable. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a silicone one piece lens model aa4204vf into pt's eye without any complications or damage to the lens. The surgeon noticed the pt's capsule was torn, so he removed the lens without enlarging the incision and inserted another model lens in the sulcus. No vitrectomy was performed.